Manufacturer narrative:
(B)(4).

Event description:
Received info immediately after implant surgery the pt experienced deep, intense pain under her rib cage and the upper part of her body. She was requiring pain medication to reduce the pain. CT scan was done and the physician indicated everything was normal. Pt reports the pain is increasing with time and getting worse. At night when pt lays on her side where the stimulator is placed the pain increases. Having the stimulation on or off does not change the intensity of the pain. The pt will see the implanting physician again on (B)(6) 2010, he feels the site needs time to heal. Movement does cause stimulation changes. Additional info reports the pt saw her physician and discussed the event with a medtronic representative. Her device was reprogrammed successfully. Pt also had surgery on (B)(6) 2010 to fix the problem. It was not reported what was done in surgery to resolve the pt's symptoms. Info has been requested and if received a follow up report will be sent.